Manufacturer narrative:
This report is being submitted to relay corrected and additional information. Correction: b2 was did not include required intervention to prevent permanent impairment/damage. The correct outcome includes required intervention as the implant was removed. Additional information included in this report: a1: patient identifier a3: patient gender b3: date of event b4: date of this report updated. D1: brand name b3: manufacturer name, city and state b4: catalog # lot # expiration date unique identifier (UDI)# d5: operator of device d6a: if implanted, give date d6b: if explanted, give date d7a: is this a single-use device that was reprocessed and reused on a patient? D8: was this device services by a third party. D9: device available for evaluation? E1: name and address e2: health professional e3: occupation e4: initial reported also sent report to FDA? G1: contact office (and manufacturing site for device) or compounding facility g2: report source g3: date received by manufacturer updated to 06/18/2025. G4: premarket identification h2: if follow-up, what type updated h3: device evaluated by manufacturer? H4: device manufacture date h5: labeled for single user? H8: usage of device h10: manufacturer narrative and/or corrected date updated. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant fractured in the patients mouth at tooth site #30. The implant required removal, but that procedure had not yet occurred as of the date of this report.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads; and was observed fractured at the collar region. The implant was seen attached to a third party removal tool. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. The DHR was requested; however, an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or clinician error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.